Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that approximately 2 weeks after surgical lead implant, the patient was admitted to the hospital for a non-device related issue where heparin was also prescribed. Approximately 3 weeks after implant the patient reported loss of sensation in both legs and back pain. A hematoma was found at the base of the lead and as a result, the surgical lead was explanted. A subsequent MRI revealed a second hematoma. Both hematomas were drained and evacuated. The patient is currently recovering from the surgery and there is no report of further complication. The pain physician believed the wound leaked and hematomas developed as a result of the heparin.

Manufacturer narrative:
Follow up report indicated that the patient had passed away due to kidney failure and pneumonia. No further report was provided.